Event description:
It was reported that this patient was seen in the clinic and inappropriate atrial tachy response (atr) was observed due to noise on this right ventricular (rv) lead. The noise was oversensed by the cardiac resynchronization therapy defibrillator (crt-d) device resulting in pacing inhibition with asystole greater than two seconds observed. The boston scientific representative indicated they will be meeting the patient in the emergency room. Boston scientific technical services (ts) explained the rv based timing and noted pacing will be inhibited if it is attempted to program the device to a left ventricular (lv) only mode. Ts provided guidance to program a lv lead tip to device can configuration in order to exclude the rv lead distal coil from the configuration. Ts also indicated that the rv lead appears to have first exhibited noise, oversensing and pacing inhibition approximately two months ago. The representative provided additional information that there were no patient symptoms due to the pacing inhibition. The rv lead remains in-service. There were no adverse patient effects.